Event description:
This ra lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that patient has received some atp that they are getting since v>a is becoming true as getting some atrial events in brackets after vsenses but they are real atrial events as appears to be svt or nodal. Ts discuss programmable a blank after rvsense and a blank after rvpace, currently they are set to 85ms so ootion of reducina that window, concerns to check for far field oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).